Event description:
It was reported by the customer that pyxis medstation es system had a drawer that failed to open. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had a drawer that failed to open. A field service engineer replaced slide rails and retractor band to resolve the issue. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection. The system functioned as intended after the field service engineer troubleshooted the device.